Manufacturer narrative:
Correction: b5 b5: the incorrect problem code external leak (fluid) was previously submitted. The correct problem code for the customer report is internal leak (air). H10: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. During visual inspection of the video, very small air bubbles were observed in the filter during priming. This is an expected occurrence as the goal of the prime process step is to remove the air inside the set to prepare the product for use during treatment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Small air bubbles are captured in the de-aeration chamber of the set, and there is an air bubble detector that stops the pump and clamps the return line when it detects air bubbles in the return line. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿pipeline leaks¿ were observed from a prismaflex m150 set during priming. The set was removed from the machine and replaced. There was no patient involvement. No additional information is available.